Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on posterior side assessed, as surgical damage. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. White particles observed, inner the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side deflation. Physician observed, "empty implant", during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Physician observed "empty implant' during surgery. The device has been explanted and replaced.